Event description:
Information was received from a healthcare provider via manufacturer representative (rep) regarding a patient who was implanted with leads for a spinal cord stimulation (scs) trial. Rep reports that when the patient's trial leads were removed, puss was detected at the lead insertion wounds. Rep reports the patient was hospitalized for IV antibiotics and is currently receiving IV antibiotics and waiting for cultures to come back.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; implant date on (B)(6) 2025; explant date on (B)(6) 2025, brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; implant date on (B)(6) 2025; explant date on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) implanted: (B)(6)2025 explanted: (B)(6)2025 product type screening device product ID 977d260 serial# (B)(6) implanted: (B)(6)2025 explanted: (B)(6)2025 product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was discharged from the hospital on (B)(6) 2025. The patient was doing well with no ongoing signs of infection. It was confirmed to be mrsa. The trial device was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-17, the rep provided the serial number of the wens used during the trial.